Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump died unexpectedly. She stated that she has tried to change out battery but there is still no life in the device. The customer's blood glucose level at time of call was 8.7 mmol/l. Customer states that battery cap looked damaged and was advised that a new battery cap will be sent out. Customer did not troubleshoot and will not return device for analysis.